Event description:
A customer reported a delivery issue associated with a replacement adc device. The customer initially reported receiving a "replace sensor" message on the adc device, which led to being unable to obtain readings and was issued a replacement. The customer reported that due to a delivery delay, they did not have a device to monitor glucose with and experienced symptoms of hypoglycemia. As a result, the customer was unable to self-treat and received "liquids which were high in sugar" as treatment by a family member who was also a nurse. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue associated with a replacement adc device. The customer initially reported receiving a "replace sensor" message on the adc device, which led to being unable to obtain readings and was issued a replacement. The customer reported that due to a delivery delay, they did not have a device to monitor glucose with and experienced symptoms of hypoglycemia. As a result, the customer was unable to self-treat and received "liquids which were high in sugar" as treatment by a family member who was also a nurse. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The customer reported that the adverse event occurred three times, this report covers 2 of 3 events. All pertinent information available to abbott diabetes care has been submitted.